Manufacturer narrative:
Manufacturer reviewed the x-rays of the implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
It was reported via clinic notes dated (B)(6) 2013 that a patient was "seen in office yesterday and there was a question as to whether the vns device is functioning properly. Device was interrogated and high impedance was noted." High impedance over 10,000 ohms. There has been no known trauma that could have caused the issue. The patient noticed that she wasn't feeling the stimulation as strong recently, but couldn't pinpoint the date. It was estimated to be about 6-months prior when the stimulation perception changed. Reported the patient's events are probably more frequent because of her device failure. The patient's device was programmed off. Ap and lateral views of the neck and chest were received for review. The generator was seen in the left chest. The filter feedthru wires appear intact and the lead pin appears to be fully inserted into the connector block. A portion of the lead appears to be present behind the generator. No break was observed in the lead; however, a portion of the lead is behind the generator and cannot be assessed. The electrodes were observed in the neck and appear to be in proper alignment. A strain relief bend is present; however, appears shorter than what labeling recommends. There is no strain relief loop. There are two tie-downs present; however, there is not one to secure the absent strain relief loop. The lead is seen routed down toward the generator. There did not appear to be any discontinuities or sharp angles in the portion of the lead which could be assessed. Based on the x-ray images provided, the cause of the high impedance cannot be determined. There were no lead breaks found, but the presence of additional micro-fractures in the lead cannot be ruled out. The patient is scheduled for surgery (B)(6) 2013.

Event description:
Good faith attempts were made for explanted product return and thus far the products have not been returned for analysis.

Event description:
The patient had full revision surgery on (B)(6) 2013. Their explanted products have not been returned for analysis. It is likely they were discarded since not returned.

Manufacturer narrative:
Review of the generator decoder from analysis reveals that high impedance occurred around (B)(6) 2012.

Manufacturer narrative:
(B)(4). Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The generator and lead were returned for analysis. Analysis of the lead was completed on 10/23/2013. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. For the observed outer and inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Analysis of the generator was completed on 10/29/2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator&#38112;output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.